Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 143 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. Customer states they are not able to rewind the insulin pump. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
Findings: constant motor error alarm during rewind due to corroded motor home switch. Cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection.